Event description:
The pt's device was turned on while going through a security gate and about thirty minutes later, she experienced pain and stimulation at the ins site. A couple of weeks later, the pt experienced a burning sensation at the ins site that started after exercise. Impedances were checked and fine. The pt outcome is unk. Further info is being requested from the hcp.